Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21cfr part 803. A manufacturing review was conducted and the lot met all release criteria. The device was returned with top slide/cannula in its initial position and the bottom slide/stylet retracted and completely locked into place. The stylet needle was retracted inside the cannula and could not be seen. The tip of the cannula was observed to be bent inward. It is unknown when or how the needle tip became bent as it was not reported. The cannula could not be primed and the device could not be disassembled. However, after straightening the needle tip, the device was able to be disassembled for further investigation. Once disassembled, it was noted that the tangs of the stylet hub were primed (locked into place), while the tangs of the cannula hubs were not locked. The investigation was inconclusive for self activation due to poor sample condition. The cannula tip was bent and the bottom slide was primed, preventing functional testing from being performed. It is possible that the top slide was not completely locked into place prior to priming the bottom slide during preparation. As a result, the top slide released prior to pressing the trigger resulting in the returned sample condition. However, the definitive root cause is unknown. The maxcore instructions for use (IFU) provides general instructions for use, warnings and precautions. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy procedure, that after cocking, the device fired spontaneously. After firing, it got stuck. There was no patient involvement.